Event description:
Pt reported that, after the device generated a cartridge/adapter alert, they discovered moisture inside of the device's insulin cartridge chamber. Pt stated that, after inspecting the device's insulin cartridge, they discovered that it had cracked. Pt indicated having difficulty attaching the device adapter, and believes the adapter to be the cause of the cartridge damage. Pt's blood glucose was not affected and no treatment was received.